Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic stated that the retainer ring was cracked. Customer stated that the reservoir was able to lock in place. No harm was required during medical intervention. The insulin pump will be returned for analysis.